Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set resulting in a disconnection, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The event occurred during dwell two while the patient was asleep. During troubleshooting, it was determined that the patient line disconnected from the transfer set when the patient turned over. Renal therapy services advised the patient to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.